Manufacturer narrative:
Follow-up received on 07-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent contraception. After 6 months she started having excessive bleeding (interpreted as genital bleeding) among other non-serious events. Eight months later, she had an x-ray performed due to abdominal pain. This exam showed that one or more essure inserts had migrated and one essure insert had fractured (device breakage). It was mentioned that the consumer necessitated undergo removal surgery. Genital bleeding and essure migration are serious events due to their medical importance. These events are listed in the reference safety information for essure. Device breakage was considered anticipated upon receipt of the product technical analysis. Considering the nature of migration and breakage, a causal relationship with essure therapy cannot be excluded. Also, considering that essure use may cause genital bleeding, there is a compatible temporal relationship and no alternative explanation, the causal relationship cannot be excluded either. On follow-up information, it was mentioned that the consumer necessitated undergo removal surgery, therefore the case was upgraded to incident since device removal was required. The product technical complaint investigation concluded that, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 23-feb-2016. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on or about (B)(6) 2014 for permanent contraception. Three months after essure insertion ((B)(6) 2014), she had an hsg (hysterosalpingogram) that confirmed full occlusion. On or about (B)(6) 2014, she began to experience abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding and severe abdominal, pelvic and back pain. In (B)(6) 2015 abdominal / pelvic pain was so severe that she sought emergency medical attention. X-ray images showed that one or more of essure inserts had migrated and that one essure insert had fractured. The consumer continues to suffer from abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding and severe abdominal, pelvic and back pain. Physician stated that her only option for possible relief from these symptoms was removal of essure devices. She expected to undergo removal surgery to attempt to seek relief from her severe essure related symptoms. She believed that the essure product implanted in her was defective. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent contraception. After 6 months, she started having excessive bleeding (interpreted as genital bleeding) among other non-serious events. Eight months later, she had an x-ray performed due to abdominal pain. This exam showed that one or more essure inserts had migrated and one essure insert had fractured (device breakage). Genital bleeding, essure migration are serious events due to their medical importance. These events are listed while the device breakage is unlisted in the reference safety information for essure. Considering the nature of migration and breakage, a causal relationship with essure therapy cannot be excluded. Also, considering that essure use may cause bleeding, there is a compatible temporal relationship and no alternative explanation, the causal relationship cannot be excluded either. This case is regarded as other reportable incident since the device breakage did not lead but could have led to serious injury under less fortunate circumstances. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up 18-apr-2016: legal complaint received. Essure coils implanted into plaintiff were leaching nickel and one essure coil has migrated, causing plaintiff to suffer severe menstruating pain, extreme abdominal cramping, lower back pain, weight gain, a metallic taste in mouth, gum issues, extreme fatigue, pain during intercourse, hair loss, and the autoimmune disease lichen sclerosus, necessitating that plaintiff undergo removal surgery. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent contraception. After 6 months she started having excessive bleeding (interpreted as genital bleeding) among other non-serious events. Eight months later, she had an x-ray performed due to abdominal pain. This exam showed that one or more essure inserts had migrated and one essure insert had fractured (device breakage). It was mentioned that the consumer necessitated undergo removal surgery. Genital bleeding and essure migration are serious events due to their medical importance. These events are listed while the device breakage is unlisted in the reference safety information for essure. Considering the nature of migration and breakage, a causal relationship with essure therapy cannot be excluded. Also, considering that essure use may cause genital bleeding, there is a compatible temporal relationship and no alternative explanation, the causal relationship cannot be excluded either. On follow-up information, it was mentioned that the consumer necessitated undergo removal surgery, therefore the case was upgraded to incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) of essure/x ray showed one or more essure inserts migrated / coils migrated/ one device appears located in the left lower quadrant and is not in the usual position"), device expulsion ("expulsion of essure device"), device breakage ("one insert had fractured/coils fragmented") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective". The patient's concurrent conditions included nausea. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstrual pain, severe menstruating pain/ dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle") and back pain ("severe back pain, lower back pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dysgeusia ("a metallic taste in mouth"), gingival disorder ("gum issues"), fatigue ("extreme fatigue/ fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), lichen sclerosus ("the autoimmune disease lichen sclerosus"), mood swings ("hormonal changes: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and anxiety ("hormonal changes ; anxiety"). The patient was treated with surgery (on (B)(6) 2017, underwent salpingectomy (one side removal of fallopian tube)) and surgery (on (B)(6) 2017, underwent salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, female sexual dysfunction, migraine and headache was resolving, the device breakage, weight increased, dysgeusia, gingival disorder, fatigue, alopecia, lichen sclerosus, vaginal haemorrhage and anxiety outcome was unknown, the genital haemorrhage and menstrual disorder had not resolved and the back pain had resolved. The reporter considered alopecia, anxiety, back pain, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gingival disorder, headache, lichen sclerosus, menorrhagia, menstrual disorder, migraine, mood swings, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; in (B)(6) 2014: full occlusion x-ray - in (B)(6) 2015: one essure migrated. One essure fractured healthcare provider stated about results, both fallopian tubes appeared to be properly blocked by essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received event " mood swings, anxiety" were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) of essure/x ray showed one or more essure inserts migrated / coils migrated/ one device appears located in the left lower quadrant and is not in the usual position"), device expulsion ("expulsion of essure device"), device breakage ("one insert had fractured/coils fragmented") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective". Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstrual pain, severe menstruating pain/ dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle") and back pain ("severe back pain, lower back pain"). In (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dysgeusia ("a metallic taste in mouth"), gingival disorder ("gum issues"), fatigue ("extreme fatigue/ fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), lichen sclerosus ("the autoimmune disease lichen sclerosus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2017, underwent salpingectomy (one side removal of fallopian tube)) and surgery (on (B)(6) 2017, underwent salpingectomy (one side removal of fallopian tube)). At the time of the report, the uterine perforation, device expulsion, dysmenorrhoea, back pain, dyspareunia, menorrhagia, hormone level abnormal, female sexual dysfunction, migraine and headache was resolving, the device breakage, weight increased, dysgeusia, gingival disorder, fatigue, alopecia, lichen sclerosus and vaginal haemorrhage outcome was unknown and the genital haemorrhage and menstrual disorder had not resolved. The reporter considered alopecia, back pain, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gingival disorder, headache, hormone level abnormal, lichen sclerosus, menorrhagia, menstrual disorder, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received. Events per pfs: hormonal changes describe, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, expulsion of essure device, pain, fatigue, perforation (uterus) and abdominal pain lower were added. On (B)(6) 2018: fu3 and fu4 were processed together. Concomitant medication toradol was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) of essure/x ray showed one or more essure inserts migrated / coils migrated/ one device appears located in the left lower quadrant and is not in the usual position/perforation(uterus)"), device expulsion ("expulsion of essure device"), device breakage ("one insert had fractured/coils fragmented") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective". The patient's medical history included abdominal pain and gallbladder removal. Healthcare provider stated about results, both fallopian tubes appeared to be properly blocked by essure device. Concurrent conditions included nausea. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("abnormal menstrual pain, severe menstruating pain/ dysmenorrhea (cramping)"), 4 months 1 day after insertion of essure. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle") and back pain ("severe back pain, lower back pain"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced dysgeusia ("a metallic taste in mouth"), gingival disorder ("gum issues"), fatigue ("extreme fatigue/ fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), lichen sclerosus ("the autoimmune disease lichen sclerosus"), mood swings ("hormonal changes: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and anxiety ("hormonal changes ; anxiety"). The patient was treated with surgery (removal of essure device and underwent salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, dysmenorrhoea, fatigue, dyspareunia, vaginal haemorrhage, menorrhagia, mood swings, female sexual dysfunction, migraine, headache and nausea was resolving, the device breakage, weight increased, dysgeusia, gingival disorder, alopecia, lichen sclerosus and anxiety outcome was unknown, the genital haemorrhage and menstrual disorder had not resolved and the back pain had resolved. The reporter considered alopecia, anxiety, back pain, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gingival disorder, headache, lichen sclerosus, menorrhagia, menstrual disorder, migraine, mood swings, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: full occlusion; on (B)(6) 2014: results: total bilateral occlusion. X-ray - in (B)(6) 2015: results: one essure migrated. One essure fractured. Diagnostic results: healthcare provider stated about results, both fallopian tubes appeared to be properly blocked by essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: pfs received :following event was added : nausea. Reporter information added. Outcome of the event fatigue, abnormal bleeding was changed from unknown to recovering/resolving. Product , patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) of essure/x ray showed one or more essure inserts migrated / coils migrated/ one device appears located in the left lower quadrant and is not in the usual position"), device expulsion ("expulsion of essure device"), device breakage ("one insert had fractured/coils fragmented") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective". The patient's concurrent conditions included nausea. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstrual pain, severe menstruating pain/ dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle") and back pain ("severe back pain, lower back pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dysgeusia ("a metallic taste in mouth"), gingival disorder ("gum issues"), fatigue ("extreme fatigue/ fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), lichen sclerosus ("the autoimmune disease lichen sclerosus"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2017, underwent salpingectomy (one side removal of fallopian tube)) and surgery (on (B)(6) 2017, underwent salpingectomy (one side removal of fallopian tube)). At the time of the report, the uterine perforation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, hormone level abnormal, female sexual dysfunction, migraine and headache was resolving, the device breakage, weight increased, dysgeusia, gingival disorder, fatigue, alopecia, lichen sclerosus and vaginal haemorrhage outcome was unknown, the genital haemorrhage and menstrual disorder had not resolved and the back pain had resolved. The reporter considered alopecia, back pain, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gingival disorder, headache, hormone level abnormal, lichen sclerosus, menorrhagia, menstrual disorder, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; in (B)(6) 2014: full occlusion x-ray - in (B)(6) 2015: one essure migrated. One essure fractured healthcare provider stated about results, both fallopian tubes appeared to be properly blocked by essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) of essure/x ray showed one or more essure inserts migrated / coils migrated/ one device appears located in the left lower quadrant and is not in the usual position"), device expulsion ("expulsion of essure device"), device breakage ("one insert had fractured/coils fragmented") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective". The patient's concurrent conditions included nausea. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstrual pain, severe menstruating pain/ dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle") and back pain ("severe back pain, lower back pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dysgeusia ("a metallic taste in mouth"), gingival disorder ("gum issues"), fatigue ("extreme fatigue/ fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), lichen sclerosus ("the autoimmune disease lichen sclerosus"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2017, underwent salpingectomy (one side removal of fallopian tube)) . At the time of the report, the uterine perforation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, hormone level abnormal, female sexual dysfunction, migraine and headache was resolving, the device breakage, weight increased, dysgeusia, gingival disorder, fatigue, alopecia, lichen sclerosus and vaginal haemorrhage outcome was unknown, the genital haemorrhage and menstrual disorder had not resolved and the back pain had resolved. The reporter considered alopecia, back pain, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gingival disorder, headache, hormone level abnormal, lichen sclerosus, menorrhagia, menstrual disorder, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; in (B)(6) 2014: full occlusion x-ray - in (B)(6) 2015: one essure migrated. One essure fractured healthcare provider stated about results, both fallopian tubes appeared to be properly blocked by essure device. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Outcome was changed for the event back pain. Concomitant condition was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.